Event description:
On 03/10: customer reports via fax; a (B) (6) male having a CT of chest, pulmonary emboli protocol. Injector loaded with optiray 350, injection protocol was 4.oml/sec for volume of 93ml. ER IV access used for procedure. When scanning pt, technologist noticed no contrast was visible. Pt did not complain of any pain during scan and denied pain after scan. Technologist was able to palpate a lump at the injection site. Confirmed by x-ray. Treatment of infiltration was not disclosed. Facility indicates unk pt outcome because, they do not track the pt outside the department. No other info made available by the facility staff.

Manufacturer narrative:
Pending investigation. Upon receipt of the investigation report, a medwatch 3500a supplemental report will be submitted.